Event description:
Event description guidant received information that prior to implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 3.12v. The labeled battery voltage was 3.25v. Subsequent interrogation of the device several days later indicated a battery voltage of 3.15v. The device will be returned to guidant for analysis.